Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p140016 (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: cook rep informed by doctor that a patient who received a recalled zta small diameter graft was brought in for surveillance and they have discovered thrombus formation in the distal segment of the device. They are continuing to monitor this patient and are evaluating the best course of treatment. Patient outcome: the patient has not yet required any additional procedures due to this occurrence. (They are continuing to monitor this patient and are evaluating the best course of treatment). According to the initial reporter, the patient did experience an adverse effects due to this occurrence; thrombus formation.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Investigation is still in progress.

Event description:
Additional information received 06feb2018: this patient was bought into the hospital for post implant surveillance and it was noted on the CT scan there was thrombus present at the distal end of the stent graft. Physician has told that she will be readmitting the patient for re-lining of his stent graft. Additional information received 15feb2018: this patient had surgery (B)(6) 2018 to reline his existing alpha zta-p-22-105 as he has developed thrombosis in the distal 2-3cm's of his graft. On (B)(6) 2018 the surgeon implanted a tbe-22-80-, lot e3475050 and relined the last 4cm's of the existing graft and then landed this graft a further 4cm's distally into the aorta. They used a coda 32mm balloon and inflated it throughout the entire new graft - tbe-22-80-pf.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: the complaint information states a young patient who receives a zta-p-22-105 for a transection on (B)(6) 2017. The patient is brought in for post implant surveillance in (B)(6) 2018 and a thrombus formation in the distal segment of the stent graft (2-3 cm's) is discovered. The patient underwent a surgery to reline the stent graft. No images were provided. Based on the provided information, this event falls under a scope of previously recall z-2099-2017 of jun2017. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.